Manufacturer narrative:
(B) (4). Final pump analysis revealed a resonator alarm anomaly - the resonator had cracks; these were probably caused by an impact which also caused some dents in the top shield over the resonator. There was no discernable sound when the alarm was tested. Final catheter analysis revealed catheter leakage - the proximal catheter piece had a hole located at the end of the pump connector metal pin.

Event description:
The pump was returned to the MFR when it was replaced. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis.